Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. Charge and boot test was performed and the receiver would not power on. The receiver case was opened for further hardware evaluation. A speaker resistance test was performed and revealed speaker resistance of 0.7 m ohms, when it should be ~ 8 ohms. The customer complaint of no audio output was confirmed. The root cause was determined to be a defective speaker.